Manufacturer narrative:
Complaint of cut in hose was confirmed. The emax 2 plus motor fails to meets manufacturing specifications during the pre-test diagnostic assesment. The issue was successfully repaired. (B)(4).

Event description:
Report received from USA stating that the device has hose damage. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.